Event description:
It was reported that the insulin pump alarmed motor error during device rewind process. The blood glucose level was not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device has been returned, but not yet evaluated. No conclusions can be drawn at this time. Further information will follow once the analysis has been completed. (B)(4).

Manufacturer narrative:
Insulin pump passed displacement test. Insulin pump was unable to prime during prime test and motor error alarm during the basic occlusion test, due to moisture damage on force sensor. Motor passed motor test. Insulin pump had a stained end cap sticker, cracked reservoir tube lip, cracked battery tube threads, cracked reservoir tube window, cracked reservoir tube, minor scratches on lcd window and cracked case near lcd window corner.